Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was in the range of 40 mg/dl to 60 mg/dl. Customer¿s other blood glucose level was 201 mg/dl, 200 mg/dl and 169 mg/dl. The customer was took something to drink. Insulin delivery was not suspended due to sensor glucose values. The insulin pump will not be returned for analysis.